Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "plug in cable" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed and attributed to a damaged pin on a connector located on the main board. The main board was replaced to resolve the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.